Event description:
The helical blade inserter tool fell apart when being used during orthopedic surgery. Biological matter containing dried blood and tissue were found on the inner shaft at that time. Neither staff nor the physicians were aware that the tool could be disassembled prior to cleaning and sterilization. This was due to no instructions provided by the MFR specific to this particular tool and the fact that it could be disassembled.